Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. A specific bg value was not provided. A correction bolus was delivered to address bg level. Reportedly, the customer was using the cartridge and insulin past labelling. Tandem technical support educated customer on cartridge and insulin labeling.

Manufacturer narrative:
Device not returned.